Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, due to the multiple alarms occurring, the pump battery depleted. The customer's blood glucose level was 600 mg/dl, and was addressed via administering manual injections and pump boluses. Due to delivering too much insulin via manual injections, the customer experienced a low bg level of 47 mg/dl. Crackers and juice was consumed to treat bg.